Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2015-02450 pertains to the first speedband superview super 7 device and manufacturer report #3005099803-2015-02451 pertains to the second speedband superview super 7 device. It was reported to boston scientific corporation on (B)(6) 2015 that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the bands failed to deploy with the first speedband device (manufacturer report #3005099803-2015-02450). A second speedband device (manufacturer report #3005099803-2015-02451) was used; however, when the handle was rotated the bands did not deploy. The user then made another turn of the handle and it was noted that two bands were deployed. In addition, there was difficulty noted when attaching the ligator cap at the tip of the scope. It was believed that it was due to the gastroscope used during the procedure which is reportedly larger than the diagnostic scope they usually used. They used a bsc injection needle and completed the case. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on september 02, 2015. The indication for the banding procedure were bleeding esophageal varices. After the second speedband device failed to deploy bands the physician removed the speedband device and completed the procedure without issue by injecting the varices with ethanolamine via a bsc injection needle. The bleeding resolved after the injection.

Manufacturer narrative:
(B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. Given the event description, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2015-02450 pertains to the first speedband superview super 7 device and manufacturer report #3005099803-2015-02451 pertains to the second speedband superview super 7 device. It was reported to boston scientific corporation on (B)(6) 2015 that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the bands failed to deploy with the first speedband device. A second speedband device (manufacturer report #3005099803-2015-02451) was used; however, when the handle was rotated the bands did not deploy. The user then made another turn of the handle and it was noted that two bands were deployed. In addition, there was difficulty noted when attaching the ligator cap at the tip of the scope. It was believed that it was due to the gastroscope used during the procedure which is reportedly larger than the diagnostic scope they usually used. They used a bsc injection needle and completed the case. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.